Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a procedure for a laparoscopic incisional hernia repair. (B)(6) 2016 - the patient underwent a subsequent surgery to explore complaints of abdominal pain, possible adhesions, partial small bowel obstruction and infected abdominal wall mesh. (B)(6) 2016 - the patient underwent a surgical revision and adhesions were taken down in surgery. The patient experienced recurring hernia since the multiple procedures and the hernia mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a procedure for a laparoscopic incisional hernia repair. The patient underwent a subsequent surgery to explore complaints of abdominal pain, possible adhesions, partial small bowel obstruction and infected abdominal wall mesh. Additionally, the patient underwent a surgical revision and adhesions were taken down in surgery. The patient experienced recurring hernia since the multiple procedures and the hernia mesh.